Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, found biomaterial on the grasping section of the device. The teflon pad was severely worn and melted in the middle. There was a split on the side, exposing metal. Probe check was performed and device passed the probe check. There was a ¿¿u511- seal short circuit error¿ displayed on the generator when the seal button was activated with a closed jaw. The distal end of the probe was inspected under a microscope and no visual damage was found on the probe unit. The root cause for the teflon pad damage is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure there was a minor damage to the teflon pad and a ¿short circuit¿ error was displayed on the generator. Furthermore, olympus was informed that there was no metal exposure and no device fragment that fell inside the patient. The intended procedure was completed using another thunderbeat device. No medical or surgical intervention was provided. No patient injury reported.